Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure no image was confirmed, but the touch panel not functioning (including blackout of touch panel) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective printed circuit board (cp board). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: display blackout due to a defective cp board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device experienced no display and found touch panel not functioning (including blackout of touch panel). This issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.